Manufacturer narrative:
Radiographs were received confirming the event. Patient activity at the time or prior to the event is unknown. The continuation of spinal instability adjacent to the initial construct was reported to be the reason for the construct extension. It is unknown if the patient complied with post-operative care instructions or sustained a fall/impact. The root cause of this reported event has not been determined. Review of labeling notes: warnings cautions and precautions product labeling indicates "...potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." Device not yet returned.

Event description:
A male patient (age unknown) received an extension of a construct previously implanted (date unknown) due to continued degeneration/instability on (B)(6) 2016. On (B)(6) 2016, a revision surgery was again performed after radiographs indicated a connector used to join the two segments had separated. No patient injury was reported.